Event description:
It was reported that a patient underwent an episiotomy in (B)(6) 2015 and suture was used. Postoperatively, the patient developed an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: it was reported that the patient underwent vavd procedure on (B)(6) 2015. The patient experienced mrsa of the perineum and was administered antibiotic therapy on (B)(6) 2015. The patient experienced second degree perineal laceration, pain, yellow-white drainage from wound, wound separation, erythema, mild induration and malodorous discharge.